Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted due to excessive vaulting and refractive surprise. A shorter lens was implanted on (B)(6) 2016 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Significant reduction of irido-corneal angles is reported. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found lens was within specification. (B)(4). Corrected data: report source is distributor, not user facility. (B)(4).